Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("twinges of pain in lower abdomen") in an adult female patient who had essure inserted. The patient's past medical history included hypertension arterial. Loop treatment in 2017. Concurrent conditions included dysplasia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: removal was performed at the patient's request through laparoscopic salpingectomy due to adverse event "twinges of pain in lower abdomen". No follow-up post removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Smear cervix - on an unknown date: normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29_jun_2018 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 1242 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("twinges of pain in lower abdomen") in an adult female patient who had essure inserted. The patient's past medical history included hypertension arterial. Loop treatment in 2017. Concurrent conditions included dysplasia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: removal was performed at the patient's request through laparoscopic salpingectomy due to adverse event "twinges of pain in lower abdomen". No follow-up post removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kgs. Smear cervix - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("twinges of pain in lower abdomen") in an adult female patient who had essure inserted. The patient's medical history included hypertension arterial. Loop treatment in 2017. Concurrent conditions included dysplasia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: removal was performed at the patient's request through laparoscopic salpingectomy due to adverse event "twinges of pain in lower abdomen". No follow-up post removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kgs. Smear cervix - on an unknown date: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.